Manufacturer narrative:
The patient was enrolled in the (B)(4) study with an 88% lesion in the right common carotid bifurcation. The lesion was 15mm in length and moderately calcified and the vessel was 7mm in diameter. An angioguard was used during the procedure; however, the filter basket would not close upon retrieval. The patient had to have surgery to remove the product. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for analysis. However, lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of this lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
The patient was enrolled in the (B)(4) study with an 88% lesion in the right common carotid bifurcation. The lesion was 15mm in length and moderately calcified and the vessel was 7mm in diameter. An angioguard was placed, however, they filter basket would not close upon retrieval. The patient had to have surgery to remove the product.

Manufacturer narrative:
The product was not returned for analysis. However, lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of this lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted upon 30 days of receipt.